Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support in loading a new cartridge, the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged to replace the pump and advised the customer to use a backup therapy. The customer was informed about the operation and return process for the faulty pump and acknowledged the instructions provided by technical support.